Event description:
It was reported that o-arm was rebooting itself, displaying an error message, and unable to move when surgeon wanted to use it. The patient was under anesthesia and was woken up prior to incision. Surgery was rescheduled.

Manufacturer narrative:
Patient information is unknown. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. The motion controller was replaced in the system and resolved the issue. Analysis of suspect motion controller confirmed the reported event. The controller displayed a network error, block on pressing motion button.